Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter deflated prematurely. A foley was placed after intubation while the patient was on a stretcher. The balloon was inflated and mild tension was briefly applied to ensure the foley was secured in the bladder. As the patient was moved from the stretcher to the bed, the rn noted the foley slipped out of the penis. The balloon was then tested and found to not hold fluid. No trauma or bleeding noted to the penis. Per doctors request, a new foley was placed and the defective foley was sent to materials management.